Event description:
It was reported that approximately 42 months post implant of a bifurcated device, a suprarenal aortic extension, and three limb extensions, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak and interval sac growth. The physician wanted to maintain the previous hyposnorkel and decided to correct the endoleak by implanting an infrarenal aortic extension and two additional limb extensions. The patient was reported to be doing well post procedure. Additional note: the rep reported that the el3b was confirmed with an angio. The physician did not reline with another bifurcation device because he wanted to maintain the previous hyposnorkel done on the left. The physician implanted an infrarenal aortic extension all the way to the main body. The physician also put in two limb extensions to raise the bifurcation as he felt this was the only way to maintain the previous hyposnorkel done on the left.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed. The devices remained in the patient. The non-dynamic images limited the sensitivity of this assessment, however, only the posterior bifurcation appeared to be the source the of the leak. Long infrarenal with two iliac extensions successfully mitigated the leak. Immediately post repair the patients feet appeared cold and pale. The patient underwent two additional secondary procedures to treat this condition: hyperbaric therapy and sympathetic nerve block. A complication of a left below the knee amputation was confirmed due to arterial insufficiency caused by air or small thrombo-emboli. The patient was discharged to rehab on the fifteenth post- operative day. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, product use was incongruent with the IFU due to: bilateral iliac artery diameters of greater than 2.3 cm; and, the intentional misuse of a balloon repositioning of the main body (event procedure) and, a left hypogastric snorkel at implant procedure. Cautionary product use conditions that might have contributed to this event included the tortuous iliac arteries. Patient factors that might have contributed to this event included the use of antiplatelet therapy.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted.